Manufacturer narrative:
(B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. The batch review 3673267 showed that the devices were conformed to in process and finished goods specifications when released to stock the 25 feb. 2013. Expiration date: 2016-01 (according to retained labels). Non-conformance (nc) was opened relating to production at risk : product built and sent to sterilization while its not validated yet for eo sterilization, with no link with this complaint. Nc was opened relating to use in production of raw material with a missing inspection result, with no link with this complaint. Evaluation statement the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with unrelated non-conformances to the reported incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of 796 devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sales rep reported that during an acl repair his milagro advance 7 x 23mm screw broke off in the tibia. The sales rep reported that 10-12mm of the anchor stayed securely in the bone. He stated that when the surgeon removed the inserter about 8mm of the anchor was stuck tight to it. He stated the surgeon needed to use pliers to removed the screw from the inserter. The sales rep reported that it was a bone to bone procedure and the bone was average quality in a young male. He said the surgeon did notch but did not tap the screw in. He stated the surgeon did a 9mm tunnel and graft. The surgeon did a post and screw to secure the screw in place. The sales rep reported that the surgeon was very familiar with mitek products and had used the milagro advance four times previous with no incidents. The sales rep was present but noted that the incision was very small and did not provide ample view to discern if the surgeon was off-axis. The sales rep reported that due to the force with which the screw was stuck on the inserter he believed the surgeon may have used excessive torque when inserting the implant. The sales rep confirmed there were no patient consequences and a 3 minute delay.